Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cloudiness on screen make it difficult to read display and the down button was cracked and has to be pushed harder to work. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump had received three a error codes and insulin pump battery life is diminished, insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.